Event description:
It was reported that despite troubleshooting a persistent high glucose event, the user believed the ilet was not working and administered two manual subcutaneous insulin pen injections without disconnecting from the ilet, which constituted an incorrect procedure and external insulin use while connected to the device. Symptoms included hyperglycemia reaching 401 mg/dl with associated headache and nausea. Outcomes included an unexpected medical intervention in the form of external insulin, and the user did not experience hypoglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified as injecting external insulin while connected to the ilet, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.